Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had hardware low level failures alarm during self-test as well as motor arm cannot communicate with the main arm. Customer's blood glucose value was 243 mg/dl. The customer was assisted with troubleshooting. Customer was able to successfully clear the alarm. The customer stated that the insulin pump was able to rewind. The customer states they run self-test and self-test did not pass and hardware low level failures alarm reoccurred. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be return for analysis.